Event description:
The patient was enrolled into the heal-laa study on (B)(6) 2023 and index procedure was performed on the same day. It was reported that stroke occurred. The patient was taking apixaban and clopidogrel medication prior to the procedure. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro delivery system and closure device (wds) was used, and the closure device was implanted. The procedure was concluded with a complete laa seal and deployed device diameter of 20 mm. The patient was discharged on apixaban and clopidogrel medication for anticoagulation. 81 days post index procedure, the patient presented to the hospital with dizziness, headache, nausea or vomiting and double or blurry vision for four (4) days. The patient was on clopidogrel. A computed tomography (CT) scan revealed small ischemic changes with 60-70% stenosis in the right ica (internal carotid artery) stenosis and 40-50% in the left ica. The patient was hospitalized, and magnetic resonance imaging (MRI) revealed acute small vessel infarcts which were likely embolic. The patient was diagnosed with ischemic stroke. A right carotid endarterectomy procedure was performed in response to the stroke. The dizziness was resolved. The patient was discharged home with instructions to continue clopidogrel and aspirin for three (3) weeks. At the six (6) month routine follow up, the modified rankin scale (mrs) stroke score was 0 (no symptoms at all). It was further reported that during the hospital admission for stroke, the patient also had ocular migraines, with flashing lights and vivid colors that improved after one (1) day, therefore the patient was started on topamax for the headache which the patient was also discharged on. It was noted the patient has a history of ocular migraines and a mechanical fall which caused the patient to have to stop apixaban. The physicians deemed it likely the stroke was associated with the mechanical fall. The patient experienced elevated troponin during the hospital admission and an electrocardiogram revealed sinus bradycardia with first degree av block, incomplete right bundle branch block, nonspecific t wave abnormality, however no ischemic changes were noted. Per the physicians, bradycardia was likely secondary to beta blocker, however no symptoms of chest pain were observed.

Event description:
The patient was enrolled into the heal-laa study on (B)(6) 2023 and index procedure was performed on the same day. It was reported that stroke occurred. The patient was taking apixaban and clopidogrel medication prior to the procedure. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro delivery system and closure device (wds) was used, and the closure device was implanted. The procedure was concluded with a complete laa seal and deployed device diameter of 20 mm. The patient was discharged on apixaban and clopidogrel medication for anticoagulation. 81 days post index procedure, the patient presented to the hospital with dizziness, headache, nausea or vomiting and double or blurry vision for four (4) days. The patient was on clopidogrel. A computed tomography (CT) scan revealed small ischemic changes with 60-70% stenosis in the right ica (internal carotid artery) stenosis and 40-50% in the left ica. The patient was hospitalized, and magnetic resonance imaging (MRI) revealed acute small vessel infarcts which were likely embolic. The patient was diagnosed with ischemic stroke. A right carotid endarterectomy procedure was performed in response to the stroke. The dizziness was resolved. The patient was discharged home with instructions to continue clopidogrel and aspirin for three (3) weeks. At the six (6) month routine follow up, the modified rankin scale (mrs) stroke score was 0 (no symptoms at all).